Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator's power cord was melted. A boston scientific company representative verified that the patient was not sure if the cause was the electrical outlet. The company representative verified that there was no fire or injury that occurred. An electrician came out and replaced the power outlet. The company representative advised the patient that the communicator will be replaced and about the return process. The communicator was deactivated. No adverse patient effects were reported.